Event description:
It was reported that the patient underwent a revision procedure due to the device stopped working over the last 6 months with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the explant procedure the physician observed a rupture of the right cylinder due to normal wear and use.